Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain in pelvic area') in a female patient who had essure (batch no. D13351-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, thyroid cyst, acne, chronic sinusitis, lung nodule and irritable bowel syndrome. Concomitant products included adapalene (differin) and duloxetine hydrochloride (cymbalta). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In 2016, the patient experienced fatigue ("fatigue"), depression ("depression/psychological or psychiatric problems condition: depression"), mood altered ("mood changes"), urinary retention ("bladder or urinary problems or changes: urinary retention"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with metronidazole (flagyl), paracetamol (tylenol) and surgery (she had surgery to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the abdominal distension, weight increased, fatigue, depression, mood altered, urinary retention, dyspareunia, migraine, headache, vaginal discharge and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary retention, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion. The lot number reported d13351 is not valid. Most recent follow-up information incorporated above includes: on 19-jun-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain in pelvic area') in a female patient who had essure (batch no. D13351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, thyroid cyst, acne, chronic sinusitis, lung nodule and irritable bowel syndrome. Concomitant products included adapalene (differin) and duloxetine hydrochloride (cymbalta). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In 2016, the patient experienced fatigue ("fatigue"), depression ("depression/psychological or psychiatric problems condition: depression"), mood altered ("mood changes"), urinary retention ("bladder or urinary problems or changes: urinary retention"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with metronidazole (flagyl), paracetamol (tylenol) and surgery (she had surgery to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the abdominal distension, weight increased, fatigue, depression, mood altered, urinary retention, dyspareunia, migraine, headache, vaginal discharge and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary retention, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Essure lot number and product indication added. Following events were added: abnormal bleeding (vaginal), menorrhagia, mood changes, bladder or urinary problems or changes: urinary retention, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), migraines, headaches, vaginal discharge and back pain. Event severity added for: pain/chronic pain in pelvic area. Event onset date were added. Event outcome added for: pain/chronic pain in pelvic area, abnormal bleeding (vaginal), menorrhagia and dysmenorrhea (cramping). Medical history, lab data, historical, treatment and concomitant medications were added. Reporters added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, weight increased, fatigue and depression outcome was unknown. The reporter considered abdominal distension, depression, fatigue, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.